Event description:
It was reported that during an ultrasound-guided fibroma excision of fatty tissue, after 10 tissue samples were collected it was difficult to position the probe. The probe was removed from the patient and it was found the tri-concave tip was detached. The patient had an additional procedure to remove the tr-concave tip from the breast. The current status of the patient was not reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.